Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that recurrent alerts were detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high, out of range, right ventricular pacing lead impedance. The field representative mentioned that there was noise on rv and left ventricular (lv) lead with impedance of greater than 2,000 ohms. The noise was reproduced by manipulating the can or pocket. Patient is not dependent and no syncope noted. The field representative added that there was also pacing inhibition. Additional information received that the cause of oor impedance and noise were not determined; however, lead crush was suspected. The rv lead was surgically abandoned, the lv lead and the crt-d remains in service. No adverse patient effects were reported.